Manufacturer narrative:
It has been determined that this device is concomitant and did not contribute to the reported failure. Therefore, MFR report # 0001649390-2025-00158 is no longer valid or applicable and this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
As reported: "subject: (B)(6) perform fracture study. Post-operative complication: malunion/nonunion at 6m imaging appointment the images show no bone consolidation."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: subject: (B)(6) perform fracture study. Post-operative complication: malunion/nonunion. At 6m imaging appointment the images show no bone consolidation.